Manufacturer narrative:
H.6 investigation summary: this complaint is confirmed. This complaint is for a discrepancy in the electronic instructions for use (eifu) when using phoenix panel pmic/ID-107 ((B)(4)) batch number unknown. The customer did not provide product returns but provided photos for the investigation. The photos show the panel information for pmic/ID-107, and the eifu for nmic/ID-94. The bd labeling team has reviewed the issue and confirmed an incorrect document was displayed on the eifu site. A technical issue with the document link was identified as part of this complaint and a corrective and preventative action was initiated in order to ensure the issue is being addressed and corrected moving forward. Bd apologizes for any inconvenience this has caused. The bd eifu site also directs users to customer service in the event an error is in place with the site. A copy of the IFU can be requested by contacting bd technical services. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h.10.

Event description:
It was reported that the eifu for bd phoenix¿ pmic/ID-107 is incorrect. The following information was provided by the initial reporter: customer reports that incorrect ifus are loading on eifu.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the eifu for bd phoenix¿ pmic/ID-107 is incorrect. The following information was provided by the initial reporter: customer reports that incorrect ifus are loading on eifu.